Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the stimulator never worked and shocked the patient. The patient had issues with sciatica. Further information from the consumer reported that the patient had a lot of issues with the stimulator. The consumer stated that if he coughs, farts or clears his throat it shocks him. The patient fell again in (B)(6) 2015 and then it flared up again. It was noted that things were getting better and then he went to physical therapy and things were screwed up again. The patient was in a lot of pain, his balance wasn't good and he trips easily. Further information received from the representative reported that the patient felt the shocks every time he talks too loud, coughs or yells and that it was very positional. The patient stated that it had been happening since implant. The impedances were checked and nothing was wrong and the patient was reprogrammed in different positions while coughing. The patient then felt slight shocking that was tolerable while before it was absolutely intolerable. The patient left very satisfied and the shocking was not resolved. The indication for use was lumbar radiculopathy. If additional information is received a follow-up report will be sent.